Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator has been requested. The user facility reportedly checked the ventilator and presence of liquid was noted inside the air gas module, which was replaced and the ventilator then passed all functional and safety tests and was cleared for clinical use. Provided ventilator logs confirms the reported failed pre-use check. The replaced part was not returned for investigation. The most probable source of moisture into an air gas module is moist air from the hospital's external compressor. According to the user´s manual, maximum levels of water (h2o <7 g/m3) in the supplied gases to the ventilator must not be exceeded. H3 other text : 4117.

Event description:
It was reported that the ventilator failed during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).